Event description:
It was reported that the user experienced intermittent loss of glucose readings on a connected dexcom g7 sensor, with no alert history indicating a cause, and readings later returned during the call. Symptoms included temporary unavailability of glucose data. Outcomes included restoration of sensor readings without further intervention or clinical impact. Investigation included troubleshooting and user education regarding signal loss. Investigation of this case revealed no reproducible device malfunction and no identified responsible component, consistent with transient signal loss between the cgm and receiving device. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to an inability to determine a definitive root cause.